Event description:
It was reported that the patient's implantable neurostimulator (ins) had almost eroded thru the skin and the leads had migrated "out of the sacral nerve." The system was removed in the middle of (B)(6) 2012. To prevent future erosion, alternative device implant locations were discussed. Additional information had been requested, but was not available as of the date of this report.

Manufacturer narrative:
Lead model 3889-28, lot # v825807, implanted: (B)(6) 2011, explanted: unk.

Event description:
Additional information received from the hcp reported that the cause of the event was infection. There was erosion of the lead, and the system was explanted. The patient had a non-serious injury, did not require hospitalization, and recovered without sequela.

Manufacturer narrative:
Lead model 3889-28, lot# v825807, implanted: 2011 (B)(6), explanted: 2012 (B)(6). (B)(4).